Event description:
An initial report of hospitalization was received by (B)(6) on (B)(6) 2023 and forwarded to millyard advanced medical products, llc on (B)(6) 2023. The patient reported receiving alarms on their pump and it was not delivering. They tried to use their back-up pump but received a pump failure alarm. Troubleshooting was unsuccessful on both pumps. The case manager from the doctor's office later confirmed the patient was stable in the hospital receiving remodulin therapy. Pump replacements were couriered for same day delivery. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 21-nov-2023 (report number 3016798778-2023-00070). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs show that remote (B)(4) (paired with pump (B)(4)) generated a pump failure alarm. The pump was disassembled and a hardware issue was determined to be the cause of the alarm. Logs show that remote (B)(6) (paired with pump (B)(6)) generated excessive noise attention, cassette problem, and pump error alarms. During investigation, a test delivery ran for 24 hours without generating any alarms. The pump was then disassembled and fluid ingress into the pump was observed, which is the likely cause of the alarms. No cassettes were returned, so no further investigation into the cause of the fluid ingress can be performed. Both systems were observed to have appropriately alarmed and entered failsafe states as designed.